Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the patient had a mitral valve explanted due to regurgitation of an unknown origin and high gradients. Attempts to gather further information from the physician were made by the company representative and the physician refused to give any further information. The physician did submit a you tube video for review. Device will not be returned, the customer refused to return the valve. No further adverse patient effects were reported.

Manufacturer narrative:
The referenced video clip was reviewed. The video consisted of the customer evaluating an explanted valve. There was no audio. The valve appeared to have pannus overgrowth on both the inflow and outflow, including on the stent posts and commissures. Although a conclusive cause of the high gradients and regurgitation could not be confirmed without return of the device, pannus overgrowth may have been a contributing factor. Although a conclusive cause of pannus could not be determined, this finding is generally considered a patient-related condition and is a known failure mode for bioprosthetic heart valves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information is received, a follow-up report will be submitted. Conclusion: the device history review cannot be completed as the device serial number was not attained. The investigation is in process, once the investigation is complete and if additional information is obtained from the investigation, a supplemental report will be submitted. (B)(4).